Event description:
It is reported that a customer received a no delivery alarm from their insulin pump during bolus. The customer's blood glucose level was at 152 mg/dl. The customer was helped with trouble shooting and it turns out that the insulin pump works perfectly fine and that the issues revolved around a user error. The customer was sent a new infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.